Event description:
After deploying the zenith main body graft, it was determined that the selected iliac leg graft would land short of the desired landing zone in the left common iliac artery. An iliac leg extension was deployed in the contralateral gate of the main body to "bridge" the distance. After deploying the iliac leg extension, the leg graft was able to be properly positioned in the left common iliac artery. Completion angiogram showed a proximal type I endoleak. The endoleak was treated by utilizing another manufacturer's stent deployed in the proximal aspect of the zenith main body. Approximately 2/3 of the stent, when expanded landed within the main body graft, leaving 1/3 of the stent above the covered portion of the main body graft. After deployment of the stent the endoleak was noted to have diminished, although not completely eliminated. It is believed that after heparin reversal the leak would resolve. Pt will be monitored for endoleak status.